Event description:
It was reported during a trial implant procedure, a wet tap occurred while attempting to place the lead. The physician decided to abort the procedure. F/u info identified the patient suffered a headache, but now is resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.